Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by mammogram. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 20-may-2020, mentor received additional information about the event. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 475cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-jun-2020, the mentor failure analysis lab received the device for evaluation. On 21-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During a visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).